Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the reset process, after which the issue was resolved. The customer was advised to wait 20 minutes before starting their sensor session, and they acknowledged this guidance.